Event description:
Reported event: (B)(6)2022, the clip does not close during usage on the patient. Another clip was used and there was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f1900501 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.